Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. No noise was observed. Technical services discussed troubleshooting options with the health care professional (hcp), including continuing to monitor. The hcp would discuss with the physician. The lead remains in service. No adverse patient effects were reported.